Manufacturer narrative:
The sample was returned for evaluation with a minicap attached to the female connector. Visual inspection with the naked eye and magnification identified the female connector was separated from the main body. There was evidence on the female connector that an insert chip was present. The cause of the condition was manufacturing related due to inadequate solvent to the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, the female connector was separated from the main body. No additional information is available.